Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and run current test. However failed stop current test due to corroded battery tube compartment noted.

Event description:
The customer reported via phone call that the insulin pump shut down after failed battery test and lost their settings. The customer had to reset the time and date on the device. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is (B)(6) 2019.